Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer¿s blood glucose was unknown. The customer tried to replace the battery but the insulin pump did not pass the ver screen and there was a long beeping sound. The customer inserted a new battery but the issue persisted. Troubleshooting was not performed for frozen display and the device will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no frozen screen and audio/beep anomaly noted.